Event description:
This event was reported as prosthetic aortic valve endocarditis, source unk. The pt also required replacement of their native mitral valve due to mitral valve regurgitation and endocarditis. No further info was provided.